Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem of a noisy image has been confirmed when angulating the subject device. In addition, switches 1 and 4 were found to have failed, the insertion section tube was showing resin wear and tear, the switch box and light guide protector were discolored, and the light guide tube was dirty. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report that their evis lucera bronchovideoscope was showing a noisy image during reprocessing. No patient or user harm has been reported.

Manufacturer narrative:
Corrected data: the reported malfunction occurred before the procedure, not during reprocessing. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The intended procedure was a general bronchoscopy, and no procedure delay occurred. The patient was under general anesthesia. The procedure was completed with a similar device. The reported malfunction occurred before the procedure, not during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image noise issue could not be determined, however, it is likely that the built-in ccd cable was damaged due to the stress applied to the insertion part. Additionally, the origin and root cause of the dirt remaining on the surface of the universal cord could not be determined. Olympus will continue to monitor field performance for this device.